Event description:
It was reported by service report that the track belt had tears and was showing threads. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Track belt.